Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately 8 years following an intraocular lens (iol) implant procedure, the iol became subluxated. There was no injury to the patient. Additional information was provided by a nurse that the iol was exchanged by flanged intrascleral haptic fixation along with an anterior vitrectomy during a secondary procedure. The patient is healing well with no complications.

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. The lens is submerged in a clear liquid. The lens has been cut in half, typical of insertion and removal from the eye. A chip is observed on the edge of the optic with missing lens material. A scratch is observed on the optic leading from the nicked area across the optic. Associated products were not provided. It is unknown if qualified products were used. A malfunction has not been indicated or information provided that the lens was the cause of the event. Information was provided that the company 15.5 diopter lens was replaced with a non-company lens. The manufacturer internal reference number is: (B)(4).